Manufacturer narrative:
Philips service provided the part number for host pc replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc intermittently fails to boot after extended shutdown on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.